Manufacturer narrative:
Returned for evaluation was a 14cm solero probe. The ceramic tip of the device was broken off and approx. 3mm of the base of the tip was still attached to the semi-rigid. The fracture point corresponds with end of the semi-rigid outer jacket. There was melted copper visible on inside the semi-rigid which is likely part of the melted center conductor. In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event that melted the center conductor, fractured and detached the ceramic tip. The remaining portion does exhibit some charring. There are small copper "spatters" indicating the copper center conductor melted. The cause of this type of thermal event could not be definitively determined. The customer's reported complaint description of tip fractured/detached and discolored is confirmed. Although the reported event was confirmed, a defintive root cause cannot be determined. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An ir tech nurse and physician reported an issue with a 14cm solero applicator. The applicator was tested prior to the procedure with settings of 10 seconds at 100 watts with no issues. When starting the percutaneous procedure, with an intercostal approach, there was nothing out of the ordinary noted; the needle looked intact before placement and there was no noticeable difficulty when placing the applicator. There one one minor repositioning and there was no excessive stress placed on the needle. The applicator was not removed and inspected prior to repositioning. The solero unit did not indicate any issues nor display any messages during the ablation of 4 min of 140 watts. When the applicator was remove from the patient, there was visual charring at the black/ white interface. The white segment/tip of the needle had detached and was located in the right upper lobe ablation area. One ablation was performed prior to the needle tip detaching. It was determined to not remove the tip and was reported the provider will monitor the patient with chest x-rays over the next few weeks. The patient was made aware of the issue. Currently there are no plans to remove the tip from the patient.